Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation with red pimples under the therapy electrodes. The patient's wife who is a nurse applied dial on ointment. The patient's physician ended use for the patient as his ejection fraction improved. Follow up indicated that the irritation healed after ending use.